Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction was traced to electronic component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a black screen displayed involving an olympus colonovideoscope. There was no patient injury reported.